Event description:
Pt with recurrent massive hiatal hernia underwent attempted laparoscopic repair. Initial firing of endovascular stapling device was carried out. When second application was attempted, the staples appeared to have fired. The blade divided the tissue but the staples had not fired. Laparoscopic procedure converted to open laparotomy. Scars on gastrosplenic ligament with traction on spleen resulting in bleeding. Decision made to remove spleen. Conservative measures to control bleeding believed to be non-effective. Pt recovered without complications and is doing well.